Event description:
Additional information received reported that the patient was seen two months ago, impedances were checked and normal, and the patient was doing fine. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt a shocking sensation when parameters were being adjusted by the healthcare professional. It was stated the patient "turned red and stiff, and cried out." Prior to the adjustment appointment, the patient was not feeling stimulation when they moved their head. After the appointment the patient experienced "slowness of movement" and was "feeling generally unwell the next day." In addition, the patient had pain on their left side "from head to toes." It was noted the patient went to the emergency room to be treated. It was indicated the "patient had a fear of being electrocuted again" and had another appointment the day after the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.